Event description:
It was reported, the pt is unable to charge her ipg. The pt stated, her charger and programmer will not locate her ipg. The pt also stated that she had not charged her ipg in over a month. The pt is pending a follow-up with her physician.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.